Event description:
Type of procedure: thoracotomy. According to the reporter: during the firing, it the instrument stopped firing after 2 cm. The tissue was dissected free. For set/cutting the lung vein the idrive was used with a egia60amt. Surgeon pushed the gray knot to open instrument, which functioned. The magazine could be removed off the situs. Surgeon did not use the idrive further and finished the surgery conventionally with a clip seam row. There was no injury to the patient, no extension of surgical time, no blood loss, no extension of incision, no tissue loss or damage. Patient is doing well.

Manufacturer narrative:
(B)(4).